Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers:2017865-2021-25970. It was reported that the patient presented in clinic. Upon interrogation, it was discovered that the patient's implantable cardioverter defibrillator (ICD) was inappropriately in back-up operation and exhibited under-sensing, and their atrial lead failed to capture and sense. An x-ray was performed which revealed that the atrial lead was dislodged. The physician explanted and replaced the lead. The patient status was listed as stable.